Event description:
It was reported that prior to an unk procedure, the device had separated into two parts and the bottom flexible retractor ring had torn. The surgeon opened a new one. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.